Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A 2.75x12mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to pass through the lesion. When the device was checked outside the patient's body, it was noted that the stent distal edge was found to be flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.